Event description:
A malfunction was reported on the customer's pump, identified by the code malf 1. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, but the malfunction persisted. Consequently, technical support arranged for a pump replacement as the original device was out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.